Manufacturer narrative:
(B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a right unruptured ica (internal carotid artery) sidewall aneurysm measuring 10mm x 5mm. It was reported that the patient underwent pipeline embolization on (B)(6) 2012. Six months after the procedure, an intimal hyperplasia was discovered during a follow-up which improved by the 7 month angiogram with approximately 40% stenosis.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).